Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate on the 7th day after use. The user cut the catheter but failed to remove it. Eventually, the urologist added water to the balloon in order to burst it and remove the catheter.

Event description:
It was reported that the foley catheter balloon was difficult to deflate on the 7th day after use. The user cut the catheter but failed to remove it. Eventually, the urologist added water to the balloon in order to burst it and remove the catheter.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the sample. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced into the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "method of use (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."